Event description:
Clinic personnel responded to a pt described as in cardiac arrest. The device was connected to the pt but, according to the reporter, the device would not power up on battery power. Another defibrillator/monitor was immediately called for and used, but the pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator/monitor.